Manufacturer narrative:
User facility report: (B)(4) was received 10oct2019.

Event description:
Patient came in for routine clinic appointment. It was found on vad interrogation that he had speed drops. Waveforms sent to abbott. Xrays taken. No visible deformity to driveline. Patient admitted and placed on ungrounded cable until the next day when abbott engineers could do a driveline repair. Driveline repair went without incident. Suspected portion of driveline that was removed was sent overnight to abbott for interrogation. Patient remained stable.

Manufacturer narrative:
Approximate age of device ¿ 2 years 3 months 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented for a routine clinic visit when several low speed advisories were noticed. Technical services stated that this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support, it was decided to keep the vad connected to battery power until further investigation is completed. A hmii distal end replacement was performed per procedure on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section b5: additional information section h3: correction manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii lvas, serial number vad-62030. Although the reported low speed events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contained data from 29mar2019 through 08apr2019. The log file captured low speed advisory alarms on 06apr2019 and 08apr2019 when the patient¿s speed dropped below the patient¿s low speed limit. The observed low speed events occurred while the patient was supported by the mpu. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on 09apr2019 under work order 63775 and approximately 19.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Visual inspection of the driveline revealed a cut on the distal end bend relief approximately 0.05 inches from the metal connector. No damage to the bionate layer was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Incidental finding: cosmetic damage was observed during the investigation. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated on (B)(6) 2019 stating that there have been no new low speed alarms.